Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2024 it was reported by an arthrex subsidiary employee via email that an ar-1927bct suture anchor screw cracked upon insertion. This was discovered out-of-box. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.